Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 5.0 x 20, 40cm mustang balloon catheter was advanced to the lesion. The balloon was first inflated at 20 atmospheres. Second and third inflations were performed at 24 atmospheres however the balloon ruptured at 19 atmospheres on the fourth inflation after being inflated for 30 seconds. The device was completely removed from the patient's body and the procedure was completed using a non-bsc balloon catheter. No patient complications were reported and patient's status was good.